Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for scale marking light/illegible due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, scale marking light/illegible) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for scale marking light/illegible due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of the unspecified bd syringe experienced scale marking issues which was noted during use. The following information was provided by the initial reporter: material no: unknown, batch no:unknown. Are the line spacings and print on the 3/10 syringes easier to read than 1/2ml syringes? I've been injecting my insulin for more than 50 years and I am now in my 70's. I now take less than 30 units and finding it is getting harder to see the lines on the ½ ml. I looked on your web site hoping to find a picture of the 3 different syringes side by side so I could compare the print sizes. I did not find one.